Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture thresholds and high impedance. The lead was capped and replaced on 25 may 2022. The patient was in stable condition.